Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code reappears.